Manufacturer narrative:
D1, d2a, d2b, d4 UDI revised. D6a, d6b should have been left blank. H5 and h8 was erroneously entered on the initial manufacturer device report number. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. D9 updated.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. During impella support, the automated impella controller (aic) experienced a brief controller error that self-resolved, occurring simultaneously with the placement signal (ps) screen blanking out. After the event, all waveforms were reported to be within normal limits. The rn monitored the device, located a backup aic in case the alarm returned, and notified the team. No additional corrective actions were required as the error self-resolved. No patient injury was reported.

Manufacturer narrative:
Corrected information has been provided in h3 to reflect the device was evaluated by manufacturer. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the controller error alarm was a communication anomaly between the optical pressure measuring unit and the main computer.